Event description:
Customer reported he was starting to have issues with the insulin pump. Customer stated he has to press the act button a dozen times before it responds. Customer does no know blood glucose level. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.